Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Company representative.

Event description:
It was reported that the atrial lead exhibited one low impedance measurement on (B)(6)2010. Measurements had been normal since then, up until late (B)(6) 2010, when impedance had consistently been less than 200 ohms. The patient would be monitored.